Event description:
It was reported that the device failed self test. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. The customer did know how to run operation test check, the fse instructed the customer how to perform the operation test. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).